Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation.

Event description:
Screw fracture below the screw head. Distal end of screw was left in patient. Screw fracture did not inhibit the placement of the liner and cup.